Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels as low as 38 (mg/dl) over the last 3 days. Customer consumed juice to treat their low bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data by quality engineering: review of pump data did not show any recorded low blood glucose (bg) levels over the event period of (B)(6) 2016. Pump data showed that the customer delivered twenty four boluses over the event period, multiple bolus requests were programmed without entering current bg levels, and multiple requests were made while still having insulin on board (iob) from previous bolus deliveries. Making bolus requests while not entering current bg level or while still having insulin on board (iob) could result in a low bg event. Pump data also showed cartridge change sequences completed on both (B)(6) 2016. The "fill tubing" process was completed on (B)(6) 2016, without changing the cartridge. If the user does not disconnect during the "fill tubing" process or the "fill cannula" process, insulin will be delivered and could also cause a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.